Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when reviewing data from the remote home monitoring system oversensing of noise and high threshold measurements with loss of capture for right ventricular (rv) lead channel was observed. The cause of the noise and loss of capture remained unknown. It was noted that the patient is not pacemaker dependent and no asystole occurred. A revision procedure was performed where the rv lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) remained in service and no additional adverse patient effects were reported.